Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that there was a log of code #42 printer memory pool full. The fse could not duplicate failure, and the unit passed all functional and safety tests.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units printer is not working.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).